Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study investigated if there was any association between quantitative blood flow at the planned anastomotic site and the incidence of anastomotic leakage in patients undergoing subtotal esophagectomy with gastric conduit reconstruction. The gastric conduit was formed with an endo gia radial reload with tri-staple technology and sequential applications of linear endo gia tri-staple technology staplers. There were 100 patients enrolled from (B)(6) 2023 to (B)(6) 2024. Of those patients 9 had anastomotic leakage, 1 had necrosis of the gastric conduit, and 9 patients had surgical site infections. New quantitative blood flow assessment of gastric conduit with indocyanine green fluorescence in oesophagectomy: prospective cohort study: daisuke kajiyam. Bjs open, 2025, zraf135. 2025.